Event description:
It was reported that the patient complained of inappropriate shocks. A possible lead malfunction was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.